Event description:
The weld on the c-arm was cracked and the unit was taken out of svc. Apparently, during evaluaiton, the weld failed completedly allowing the c-arm to detach from its mounting. No injury was reported.